Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 had broken during use. The heater wire was detached. The tip broke off, but they recovered all pieces. No patient effects. Neither intervention nor transfusion was needed. A new device was used to complete the procedure. There was no delay.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. Corrected section: b1, d9, h1, h3. The device was returned to the factory for evaluation on 03/24/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.69 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed. The lot # 3000514649 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that vasoview hemopro 2 had broken during use. The heater wire lifted from the harvesting tool jaws. Nothing detached from the device. The case was completed with a new kit, no patient effects. Neither intervention nor transfusion was needed. There was no delay.